Manufacturer narrative:
The event date is the date the article was published. The cine images included in the returned journal article show the total occlusion of the rca .the 3.0 x 38mm resolute onyx stent implanted in the rca. The final image shows an excellent end result post stent implantation. Literature article name: electrical tsunami the nightmares of coronary re-perfusion during 1ry pci journal of the american college of cardiology, vol 69, no. 16.

Event description:
Catheterization showed that the rca was totally occluded. The physician direct stented the lesion with a resolute onyx drug eluting. The stent was deployed at 16atms. After the stent was deployed the patient became distressed, agitated with nausea, vomiting, severe chest pain, developed junctional rhythm then became hypotensive. The patient was treated with medication and CPR and recovered. The patient went home 3 days after the event.